Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during the co2 module calibration testing, the device message: one of the parameters says "incorrect / d" and requests the co2 and panel calibration there was no reported patient involvement.